Manufacturer narrative:
(B)(4). Batch # m5313m. The analysis results found that the cdh33a device arrived and with the anvil missing. The breakaway washer was not present and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no protocols or ncr related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Who fired the device and what is his/her experience? Did the healthcare professional receive audible & tactile feedback when firing the device? Where in the green range was the indicator located prior to firing? When was the safety released prior to firing? Were there any staples seen in surgical field? Was the stapler successfully placed on the first pass or did it require replacement/readjustment? What is the current patient status?

Event description:
It was reported that during a colorectal anastomosis procedure, the device cut the tissue but did not staple so that no staples appeared on the surgical specimen. A terminal colostomy was performed due to the impossibility of anastomosis. No other stapler was available. Converted to open. Extend the hospitalization, caused significant incapacity or persistent.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what were the indications for surgery? Low tumor. Who fired the device and what is his/her experience? A medical school professor and has great experience with the stapler. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Where in the green range was the indicator located prior to firing? It was adjusted to the size of the stapling. When was the safety released prior to firing? 15 seconds. Were there any staples seen in surgical field? No. Was the stapler successfully placed on the first pass or did it require replacement/readjustment? It was normal what is the current patient status? With colostomy.